Manufacturer narrative:
The exact cause of the alarms cannot be identified as the cartridges were not returned for evaluation as requested. The user's guide contains adequate information regarding probably causes of alarms and alarm recovery instructions. The user guide also includes instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Rinseback of the patient's blood was not performed for three consecutive routine hemodialysis treatments occurring between (B)(6) 2011 and (B)(6) 2011 due to alarms during the treatments. The patient's hgb decreased from 11.9 g/dl on (B)(6) 2011 to 10.9 g/dl on (B)(6) 2011. Epogen was increased from 3,000 units weekly to 5,000 units weekly. No other medical intervention was required.